Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 10/20/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation revision with a mentor smooth round moderate plus profile 375 cc saline prosthesis experienced deflation on the right breast prosthesis post procedure, and was confirmed by a visible examination. At the time of this report, mentor has received no information regarding explant date.

Manufacturer narrative:
On 12/7/2018, mentor learned that the breast prosthesis was explanted from the patient on (B)(6) 2018. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/15/2019, mentor became aware that the patient underwent unilateral removal and replacement with a 375cc mentor smooth round moderate plus profile saline catalog: 3502375 lot: 7622155 sn: (B)(4). On 1/17/2019, the product investigation was completed. The following is the device investigation summary: upon receipt by mentor, the device contained no fluid. Red, orange, and white material were observed within the device. White material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed creases extending to both views. A line of shell abrasion was observed within one of the creases on the posterior view, suggesting in-vivo folding or creasing of the device. A rent was discovered within the shell abrasion measuring less than 0.1 cm. No other anomalies were found. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the red, orange, and white material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent, creases and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The device history record (DHR) of lot number 5896431 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/31/2019, mentor became aware that the concomitant device was a 375cc mentor smooth round moderate plus profile saline catalog: 3502375, lot: 6926598, sn: (B)(4). Manufacturer¿s reference number: (B)(4).